Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The received user facility report was stating that: "the ventilator was alarming with reason. Changed out vent. Alarms worked as designed." The incompletely described problem can have various causes. Alarms will be generated if set limits are exceeded or if a technical error occurs. No further information regarding this complaint has been received despite requests. The complaint will be closed due to lack of information. H3 other text: 4114.

Event description:
A user facility report # (B)(4) was received stating that: "the ventilator was alarming with reason. Changed out vent. Alarms worked as designed." The event occurred in (B)(6) 2019. Manufacturer reference #: (B)(4).